Event description:
It was reported that stent dislodgement occurred. The 2.25 x 38 mm synergy stent fell off of the balloon before being inserted into the body. The device was replaced and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.25 x 38mm stent delivery system (sds), was returned for analysis. A visual and tactile examination identified no issues along the shaft. Examination of the outer and inner lumen and mid-shaft section found issues. Inner polymer extrusion was found bunched, 7.9 cm from the tip of the device. The device was returned without the stent. The balloon cones were reviewed, and positive pressure was noted as its folds were opened with crimp markings visible on the exposed balloon profile. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred. The 2.25 x 38 mm synergy stent fell off of the balloon before being inserted into the body. The device was replaced and the procedure was completed successfully with no patient complications.